Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms of perforation is a known risk associated with an artificial urinary sphincter implant and is noted in the device instructions for use. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A review of the labeling identified the reported event related to perforation is anticipated in nature and severity based on the mention of scar tissue discussed in the IFU, ams800. The reported events also do not contain an allegation against the labeling. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during the implant procedure, the physician connected the device and tested under cystoscope. It was identified that the cuff had perforated the posterior urethra. The cuff was removed and the perforation was surgically repaired. The system was plugged and the physician will reimplant a new cuff in 3 months to allow the patient to heal.